Event description:
It was reported that when the asymptomatic patient presented for a routine follow-up, high capture threshold and high, out of range pacing impedance were observed. Possible clavicular crush was observed via an x-ray and venogram. The lead was capped and replaced on (B)(6) 2017. There were no complications and the patient will be monitored normally.